Event description:
MFR rec'd media info suggesting that one of its marketed devices, an invacare pronto model wheelchair, was involved in a fatal apartment fire. Info available indicates the victim was seated in a power wheelchair in her kitchen at the time of the event. No definite cause of the fire has been established.

Manufacturer narrative:
Info currently available indicates that local and state fire marshals are investigating the cause. While cause has not been identified, authorities are reporting that the power wheelchair is a potential source. Invacare is cooperating with authorities in the investigation. At this time, invacare has not been provided any photos of the scene/device, fire or police reports. Invacare is researching the 2002 serial number provided. Family of the victim has retained legal counsel who has possession of the wheelchair. Invacare has contacted the family's attorney, and has made arrangements for invacare engineering to inspect the remains of device in attempt to identify the device and establish a possible cause. Add'l info will be provided the FDA via follow up submission as add'l facts become available.